Event description:
It was reported that the patient experienced a hypoglycemic event during a meal period, with recurrent lows noted after usual meal announcements, and a nadir of 42 mg/dl lasting about 30 minutes; no alerts or alarms were reported and prior troubleshooting and education had been completed with the caregiver indicating they are relearning. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included self-recovery without professional intervention, back-up therapy, ketone testing, or hospitalization. Investigation included a complaint intake review focused on meal announcement use and user training history. Investigation of this case revealed use-related factors associated with incorrect meal size announcements leading to hypoglycemia, without evidence of device alarms or hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal announcement practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.